Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product has not been received for evaluation.

Manufacturer narrative:
During analysis, the overheating condition could not be confirmed (highest detectalbe temperature was 94.1f degrees); however, it was found that the drill speed was below specification, indicating possible damage to internal mechanical components.

Event description:
It was reported the handpiece got hot. No reported patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.